Manufacturer narrative:
A supplemental MDR is being submitted for relevant patient information added. The section b7 (other relevant history, including preexisting medical conditions  of this report has been updated.

Manufacturer narrative:
A supplemental MDR is being submitted for the reference of mfg. Report number. This report is 2 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2021-00261.

Manufacturer narrative:
Per the IFU, left ventricular outflow tract obstruction is a potential risk associated with the use of the valve.  Obstruction of the left ventricular outflow tract (lvot) can be caused by patient factors (anterior mitral leaflet protruding into the lvot, septal bulge) or procedural factors (positioning of the valve frame within the annulus). Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the anterior mitral valve leaflet into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction.   The edwards sapien 3 transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be appropriate for the transcatheter heart valve replacement therapy. It is also indicated for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve or surgical bioprosthetic mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the device labeling (ifus and training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the lvot obstruction cannot be confirmed, however may be due to patient factors (small lv cavity with global systolic function hyperdynamic) and procedural factors (the s3 distal stent struts are extending to the lvot causing obstruction to the outflow).   This was a high risk patient with a complex medical history, and multiple co-morbidities, including limited cardiac reserve that can impair recovery from the procedure. Poor ventricular function, and/or inadequate coronary perfusion combined with fluid overload and difficulties with oxygenation can lead to a progressive state of decline that may not be recoverable, leading to cardiogenic shock and/or end organ failure and death. At the time of this report, the information available does not reasonably suggest that the death was related to the edwards valve or any other edwards device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through implant patient registry, a 29mm sapien 3 (s3) valve was implanted in the mitral position and approximately 4 days post implant a 2nd 29mm sapien 3 valve was implanted in the same position. Additional details were not provided. Medical records review revealed that eight (8) days after implant, the 2nd s3 valve was explanted due to significant left ventricle outflow tract (lvot) obstruction and replaced with a 27mm surgical mitral valve. Patient with very complex past medical history including moderate to severe mitral stenosis (ms) due to heavy posterior mitral annular calcification, as s/p tavr with 23mm sapien 3 valve. The patient had symptoms of exertional shortness of breath, fatigue and lack of energy. Cardiac workup revealed moderate to severe ms with mild mitral regurgitation (mr). The patient was recommended to undergo a minimally invasive robotic assisted mitral valve replacement (mvr) and closure of the left atrial appendage. Due to heavy mitral annular calcification (mac), a sapien 3 valve was recommended via open chest approach.  During the mvr procedure the annulus was measured and a 29mm sapien 3 valve was found to be a good fit. A ptfe felt strip was sutured circumferentially inside the mitral annulus. The s3 valve was deployed slowly, making sure that 30% of the valve was located in the left atrium and another 60% post was inside the left ventricle.  Post deployment the valve position was satisfactory and was anchored by the metal frame to the felt strip with sutures. The valve was competent with no visible paravalvular leakage. A left ventricle vent was inserted through the mitral valve and the case was concluded.  The patient was wean-off bypass without difficulties.  Tee showed no paravalvular leak (pvl), the valve leaflets were moving properly and the gradient was between 2-3 mmhg.  The patient tolerated the procedure well and was transferred to the recovery room. Post procedure, the hospital course was complicated by an episode of bradycardia cardiac arrest of unclear etiology on post-operative (pod) 3 that required CPR with subsequent displacement of the s3 valve to the lvot, resulting in lvot obstruction, severe mitral pvl requiring hemodynamic support. The patient responded to CPR and was paced.  Post CPR echocardiogram showed an increased lvot obstruction with mean gradient of 50mmhg. The patient subsequently required replacement of the displaced s3 valve with another s3 valve on pod-4. Post deployment the 2nd valve the valve functioned properly, and it was in satisfactory position with mean gradient of 3mmhg.   However, the gradient in the lvot remained to be high, which could be due to the patient¿s underlying lv myocardial hypertrophy and hyperdynamic status from inotropic support. A tte performed on the following day reported that the mitral valve leaflets appeared normal, with mean gradient of 5.67 mmhg. There was moderate pvl. A tte performed one week after 2nd mvr procedure reported that the s3 valve in the mitral valve appeared to be normal, the distal stent struts were extending to the lvot causing obstruction to the outflow. It also reported ¿small lv cavity with global systolic function hyperdynamic. Severe dynamic lvot obstructive gradient at rest.¿ eight (8) days after implant of the 2nd s3 valve, the patient underwent a redo mvr due to the significant lvot obstruction and a 27mm conventional porcine valve was placed. Initially the patient did well. After the second mvr the patient required peripheral ECMO support due to acute respiratory failure leading to cardiac arrest, with cardiogenic shock on pod-6 requiring ECMO support for several days. Other complications included right limb ischemia requiring reposition of the ECMO cannula with placement of femoral vascular grafts, thrombocytopenia, coagulopathy, acute hypoxemic respiratory failure, shock liver, acute kidney injury, lactic acidosis, acute on chronic anemia due to blood loss and leukocytosis. The patient condition continue to deteriorate and the patient passed away 4 days after the 3rd mvt procedure.